Manufacturer narrative:
(B) (4). Implanted device remains.

Event description:
Per the audiologist, the patient underwent revision surgery to have the device placed in the correct orientation as the physician placed the device upside down during initial surgery. The implanted device remains.